Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found a damaged encoder cover. Further investigation found a sticky drive shaft. Review of the archive data found "system error 136-internal parameter corrupted" on the (B)(6) 2016. Functional testing could not be performed since "system error" appeared upon powering on the platform. To resolve the issue, the defective processor board was replaced. The autopulse platform is a reusable device and was manufactured in 2005. Therefore, this type of issue is characteristic of normal wear for the life of the device. Additional repair was completed unrelated to the reported complaint to ensure that the autopulse platform is functional without issue. The encoder cover and clutch plate were replaced. The platform passed all final testing criteria.

Event description:
During inspection testing, it was reported that upon powering on the autopulse platform (s/n: (B)(4)), the device displayed a system error message (the device has detected an unrecoverable problem). There was no patient involvement reported.